Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. Blank display not confirmed. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed. Failed battery test not confirmed. Charge or battery lasts less than expected not confirmed. [Ba22 is obsolete or merged with ba32]

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and replace battery alert. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the insulin pump got battery failed. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery was previously used. Customer stated the battery cap not loose, cracked or damaged. The insulin pump will be returned for analysis.